Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There was a decline in hearing performance with the device.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. Other damages found on the reference electrode are most likely due to explantation surgery. This is a final report.

Event description:
There was a decline in hearing performance with the device. No report of accident or trauma received. The patient was re-implanted.